Manufacturer narrative:
(B)(4).

Event description:
The patient reported not feeling any stimulation since the day before thanksgiving. The patient tried recharging and could not get any coupling boxes. Follow-up was being conducted to determine if patient notified physician and if issue has been resolved. If received, a supplemental report will be submitted. Indication for use included spinal pain and postlaminectomy pain.